Event description:
The customer reported the system screen goes blank with a pre charge voltage error. The fse noted a filament regulator and charger fail error upon boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.